Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked. Although the patient age is unknown, it is assumed to be a pediatric case. Less than 1cc blood loss. The product was changed out. The surgery was completed successfully.